Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 10/01/2025, it was reported that the patient was hospitalized due to a cgm inaccuracy. The patient was wearing an omnipod insulin pump. No specific bg or cgm comparison values were reported. No other patient or event details were provided, including patient symptoms, treatment details, or length of hospitalization. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.